Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil did not detach. Upon withdrawal, the coil detached within the microcatheter. The system was removed without incident. No harm or injury was reported.